Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628, batch # 0148626. It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported by customer that when the hcp was withdrawing the dose from the vial the plunger rod on the syringe broke. Verbatim: rcc received a complaint via email. Email(s) attached on (B)(6) 2024, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci- plunger fell out of syringe on (B)(6) 2024, the reporter, who is the hcp, stated, ¿ when the hcp was withdrawing the dose from the vial the plunger rod on the syringe broke. Regeneron ldp lot: 8463800011. Catalog #: 309628. Lot #: 0148626.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one unknown vial next to one loose barrel with the stopper down inside, and the plunger rod outside with the tip broken off. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 0148626. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.